Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) stated she will bypass the dwell if there is only a couple minutes left so she can watch the drain volume. The technical service representative (tsr) explained the swap procedures. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, (B)(4) contacted the hp?s peritoneal dialysis nurse (pdn) regarding the report of bypassing. The pdn stated she was unaware of this and would follow up with the hp for retraining.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). The reported issue was confirmed in the log, but not duplicated during pal evaluation. The cause was determined to be a use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. A service history review (shr) revealed that no issues were identified that may have contributed to the reported problem of patient bypassing dwell.